Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. A root cause could not be determined as no samples were received for this investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - delay. The following information was provided by the initial reporter. The customer stated: "they report that, when the safety button of the ultra touch winged equipment is activated, the needle is retracted but a considerable amount of exposed blood remains in the chamber of the winged equipment and that has come to stain the sample."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced retraction issue - delay. The following information was provided by the initial reporter. The customer stated: "they report that, when the safety button of the ultra touch winged equipment is activated, the needle is retracted but a considerable amount of exposed blood remains in the chamber of the winged equipment and that has come to stain the sample."